Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. No additional information was provided. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/28/2015 device evaluation: the pump has been returned and evaluated by product analysis on 12/05/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged inaccurate delivery issue was not verified in the black box or duplicated in the devaluation. Review of the black box data found that available date range did not cover the complaint date due to continued customer use. Review of the available date range did not find any activities out or normal and that the total daily delivery reflected the user¿s programed basal settings. Using the returned caps the pump powered up and functioned properly. The pump delivery accuracy was within specifications. A rewind/load/prime sequence and a 24-hour basal exercise were executed without any incidences. This report is made under the requirements of the medical device reporting regulation and does not constitute an admission on the part of animas of any deficiency in the performance of the device. Additional method: (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.